Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/pain") and seizure ("seizures,") in an adult female patient who had essure (ess205) (batch no. 624000) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's past medical history included breast cancer and malignant breast lump removal. Previously administered products included for an unreported indication: provera. Concurrent conditions included endometriosis, hot flashes, dysfunctional uterine bleeding, pelvic congestion, ovarian chocolate cyst, fallopian tube cyst, smoker and restless leg syndrome. Family history included cancer. Concomitant products included colecalciferol (vitamin d), folic acid, gabapentin, levetiracetam (keppra), promethazine (phenergan) and ropinirole. In august 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding menorrhagia"), dysmenorrhoea ("dysmenorrhea,"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea,"), depression ("psychological/psychiatric problems :depression,"), anxiety ("mental anguish") and vaginal discharge ("vaginal discharge"). On (B)(6) 2007, the patient had essure (ess205) inserted. In april 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). In january 2010, the patient experienced fatigue ("fatigue,"). In july 2016, the patient experienced seizure (seriousness criterion medically significant). On an unknown date, the patient experienced infection ("infections"), menstrual disorder ("menstrual bleeding") and dyspareunia ("dyspareunia,"). The patient was treated with surgery (hysterectomy, oophorectomy, salpingectomy (bilateral),). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, seizure and back pain was resolving, the infection, menstrual disorder, dysmenorrhoea, dyspareunia, fatigue, migraine, headache, nausea, depression, anxiety and vaginal discharge outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, infection, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, seizure, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: need for additioanl surgery. Diagnostic results: 27 sep2017 pathology report diagnosis: uterus, tubes and ovaries, resection: 1. Cervicitis, squamous metaplasia, cervix. 2. Secretory endometrium with hemorrhage. 3. Adenomyosis, myometrium. 4. Follicle cysts, corpora lutea, bilateral ovaries. 5. Foreign body reaction, fallopian tubes. Gross: the base of each tube has an embedded coil of silvery metal centrally. The fallopian tube base sections confirm intact fibromuscular walls with scant residual luminal epithelium. Foreign body reaction is observed within the lumina and muscularis layers. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:migraine. Menorrhagia, dysmenorrhea, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality safety evaluation of ptc (product technical complaint) incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections") and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (to remove essure implant). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain had not resolved and the infection and menstrual disorder outcome was unknown. The reporter considered infection, menstrual disorder and pelvic pain to be related to essure (ess205). The reporter commented: need for additional surgery. Most recent follow-up information incorporated above includes: on 17-nov-2017: follow up received from summons-the plaintiff had a surgery to remove the essure implant on (B)(6) 2017.event pain clubbed with earlier event. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/pain") and seizure ("seizures,") in an adult female patient who had essure (ess205) (batch no. 624000) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's past medical history included breast cancer and benign breast lump removal. Previously administered products included for an unreported indication: provera. Concurrent conditions included endometriosis, hot flashes, dysfunctional uterine bleeding, pelvic congestion, ovarian cyst, fallopian tube cyst, smoker and restless leg syndrome. Family history included cancer. Concomitant products included colecalciferol (vitamin d), folic acid, gabapentin, levetiracetam (keppra), promethazine (phenergan) and ropinirole. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding menorrhagia"), dysmenorrhoea ("dysmenorrhea,"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea,"), depression ("psychological/psychiatric problems :depression,"), anxiety ("mental anguish") and vaginal discharge ("vaginal discharge"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). In (B)(6) 2010, the patient experienced fatigue ("fatigue,"). In (B)(6) 2016, the patient experienced seizure (seriousness criterion medically significant). On an unknown date, the patient experienced infection ("infections"), menstrual disorder ("menstrual bleeding") and dyspareunia ("dyspareunia,"). The patient was treated with surgery (hysterectomy, oophorectomy, salpingectomy (bilateral),). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, seizure and back pain was resolving, the infection, menstrual disorder, dysmenorrhoea, dyspareunia, fatigue, migraine, headache, nausea, depression, anxiety and vaginal discharge outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, infection, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, seizure, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: need for additional surgery. Diagnostic results: (B)(6) 2017 pathology report. Diagnosis: uterus, tubes and ovaries, resection: 1. Cervicitis, squamous metaplasia, cervix. 2. Secretory endometrium with hemorrhage. 3. Adenomyosis, myometrium. 4. Follicle cysts, corpora lutea, bilateral ovaries. 5. Foreign body reaction, fallopian tubes. Gross: the base of each tube has an embedded coil of silvery metal centrally. The fallopian tube base sections confirm intact fibromuscular walls with scant residual luminal epithelium. Foreign body reaction is observed within the lumina and muscularis layers. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:migraine. Menorrhagia, dysmenorrhea, most recent follow-up information incorporated above includes: on (B)(6) 2018: new fs + mr received- new events abnormal bleeding (vaginal, menorrhagia), dysmenorrhea, dyspareunia, fatigue, migraines / headaches, nausea, psychological / psychiatric problems (depression, mental anguish), seizures, vaginal discharge, lower back pain and essure confirmation test not conducted were added.outcome of event pelvic pain from not resolved/not recovered from recovering/resolving, back pain from unknown to recovering/resolving, abnormal bleeding from unknown to recovered, event seizures from unknown to recovered. Lot number added. Concomitant medication and condition were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/pain'), menorrhagia ('abnormal bleeding menorrhagia'), seizure ('seizures,') and breast neoplasm ('tumor / teratoma / cancer type: left breast tumor') in an adult female patient who had essure (ess205) (batch no. 624000) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's medical history included breast cancer and malignant breast lump removal. Previously administered products included for birth control: provera in 2003. Concurrent conditions included endometriosis, hot flashes, dysfunctional uterine bleeding, pelvic congestion, ovarian chocolate cyst, fallopian tube cyst, smoker and restless leg syndrome. Family history included cancer (mother.). Concomitant products included buprenorphine hydrochloride;naloxone hydrochloride (suboxone) from 2017 to 2018, folic acid, gabapentin, gabapentin (neurontin) since 2013, levetiracetam (keppra) since (B)(6) 2016, promethazine, ropinirole and vitamin d nos (vitamin d). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2007, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea,"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea,"), depression ("psychological/psychiatric problems :depression,") and anxiety ("mental anguish"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)") and urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). In (B)(6) 2008, the patient was found to have breast neoplasm (seriousness criterion medically significant). In 2009, the patient underwent tooth extraction ("dental problems teeth extraction"). In (B)(6) 2010, the patient experienced fatigue ("fatigue,"). In (B)(6) 2014, the patient experienced urinary incontinence ("bladder or urinary problems or changes leakage"). In (B)(6) 2016, the patient experienced seizure (seriousness criterion medically significant) and visual impairment ("vision/eye problems type: worsening vision"). In (B)(6) 2017, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced fibromyalgia ("other injury(ies) or complications please describe: fibromyalgia"). On an unknown date, the patient experienced infection ("infections") and menstrual disorder ("menstrual bleeding"). The patient was treated with antibiotics and surgery (ablation- (B)(6) 2009 and she underwent abdominal hysterectomy and bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, seizure, back pain and alopecia was resolving, the menorrhagia and vaginal haemorrhage had resolved and the breast neoplasm, infection, menstrual disorder, dysmenorrhoea, dyspareunia, fatigue, migraine, headache, nausea, depression, anxiety, vaginal discharge, urinary incontinence, tooth extraction, urinary tract infection, visual impairment and fibromyalgia outcome was unknown. The reporter considered alopecia, anxiety, back pain, breast neoplasm, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, headache, infection, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, seizure, tooth extraction, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage and visual impairment to be related to essure (ess205). The reporter commented: need for additioanl surgery. Surgical pathology test: endocervical curetting, curettage: endocervical tissue with benign squamous metaplasia and ecto cervical squamous epithelium with mild acute inflammation. Negative for squamous dysplasia or malignancy. Endometrium, curetting: early proliferative endometrium. Negative for endometrial hyperplasia or malignancy. Fallopian tube, excision: fimbriated fallopian tube with benign paratubal cyst. Negative for malignancy. (B)(6) 2017 pathology report: diagnosis: uterus, tubes and ovaries, resection: 1. Cervicitis, squamous metaplasia, cervix. 2. Secretory endometrium with hemorrhage. 3. Adenomyosis, myometrium. 4. Follicle cysts, corpora lutea, bilateral ovaries. 5. Foreign body reaction, fallopian tubes. Gross: the base of each tube has an embedded coil of silvery metal centrally. The fallopian tube base sections confirm intact fibromuscular walls with scant residual luminal epithelium. Foreign body reaction is observed within the lumina and muscularis layers. Discrepancy to be noted in essure insertion date as (B)(6) 2007 and (B)(6) 2007. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraine, pelvic pain, menorrhagia, dysmenorrhea, vision problem, left breast tumor, vaginal bleeding, depression, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2019: pfs received: new events: left breast tumor, uti, tooth extraction, leakage, worsening vision, hair loss, fibromyalgia were added. New concomitant and historical conditions were added. New concomitant drugs were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/pain'), menorrhagia ('abnormal bleeding menorrhagia'), seizure ('seizures,') and breast neoplasm ('tumor / teratoma / cancer type: left breast tumor') in an adult female patient who had essure (ess205) (batch no. 624000) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's medical history included breast cancer and malignant breast lump removal (small area of breast cancer removed). Previously administered products included for birth control: provera in 2003. Concurrent conditions included endometriosis, hot flashes, dysfunctional uterine bleeding, pelvic congestion, ovarian chocolate cyst, fallopian tube cyst, smoker (1 pack per day) and restless leg syndrome. Family history included cancer (nos) (mother). Concomitant products included buprenorphine hydrochloride;naloxone hydrochloride (suboxone) from 2017 to 2018, folic acid, gabapentin, gabapentin (neurontin) since 2013, levetiracetam (keppra) since (B)(6) 2016, promethazine, ropinirole and vitamin d nos (vitamin d). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea,"). In (B)(6) 2007, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea,"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)") and urinary tract infection ("uti"). In (B)(6) 2008, the patient experienced back pain ("lower back pain"). In (B)(6) 2008, the patient was found to have breast neoplasm (seriousness criterion medically significant). In 2009, the patient underwent tooth extraction ("dental problems teeth extraction"). In (B)(6) 2010, the patient experienced fatigue ("fatigue,"). In (B)(6) 2014, the patient experienced urinary incontinence ("bladder or urinary problems or changes leakage"). In (B)(6) 2016, the patient experienced seizure (seriousness criterion medically significant), headache ("headaches"), migraine ("migraines") and visual impairment ("vision/eye problems type: worsening vision"). In (B)(6) 2017, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced fibromyalgia ("other injury(ies) or complications please describe: fibromyalgia"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding") and infection ("infections"). The patient was treated with antibiotics and surgery (ablation- (B)(6) 2009 and she underwent abdominal hysterectomy and bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and urinary tract infection had resolved, the seizure, back pain and alopecia was resolving and the breast neoplasm, menstrual disorder, vaginal discharge, dysmenorrhoea, dyspareunia, headache, migraine, infection, fatigue, nausea, depression, anxiety, urinary incontinence, tooth extraction, visual impairment and fibromyalgia outcome was unknown. The reporter considered alopecia, anxiety, back pain, breast neoplasm, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, headache, infection, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, seizure, tooth extraction, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage and visual impairment to be related to essure (ess205). The reporter commented: need for additional surgery. Discrepancy to be noted in essure insertion date as (B)(6) 2007 and (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: surgical pathology test: endocervical curetting, curettage: endocervical tissue with benign squamous metaplasia and ecto cervical squamous epithelium with mild acute inflammation. Negative for squamous dysplasia or malignancy. Endometrium, curetting: early proliferative endometrium. Negative for endometrial hyperplasia or malignancy. Fallopian tube, excision: fimbriated fallopian tube with benign paratubal cyst. Negative for malignancy. (B)(6) 2017 pathology report: diagnosis: uterus, tubes and ovaries, resection: 1. Cervicitis, squamous metaplasia, cervix. 2. Secretory endometrium with hemorrhage. 3. Adenomyosis, myometrium. 4. Follicle cysts, corpora lutea, bilateral ovaries. 5. Foreign body reaction, fallopian tubes. Gross: the base of each tube has an embedded coil of silvery metal centrally. The fallopian tube base sections confirm intact fibromuscular walls with scant residual luminal epithelium. Foreign body reaction is observed within the lumina and muscularis layers. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraine, pelvic pain, menorrhagia, dysmenorrhea, vision problem, left breast tumor, vaginal bleeding, depression, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: extension of expected date of next report. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/pain'), menorrhagia ('abnormal bleeding menorrhagia'), seizure ('seizures,') and breast neoplasm ('tumor / teratoma / cancer type: left breast tumor') in an adult female patient who had essure (ess205) (batch no. 624000) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's medical history included breast cancer and malignant breast lump removal (small area of breast cancer removed). Previously administered products included for birth control: provera in 2003. Concurrent conditions included endometriosis, hot flashes, dysfunctional uterine bleeding, pelvic congestion, ovarian chocolate cyst, fallopian tube cyst, smoker (1 pack per day) and restless leg syndrome. Family history included cancer (nos) (mother). Concomitant products included buprenorphine hydrochloride;naloxone hydrochloride (suboxone) from 2017 to 2018, folic acid, gabapentin, gabapentin (neurontin) since 2013, levetiracetam (keppra) since (B)(6) 2016, promethazine, ropinirole and vitamin d nos (vitamin d). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea,"). In (B)(6) 2007, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea,"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)") and urinary tract infection ("uti"). In (B)(6) 2008, the patient experienced back pain ("lower back pain"). In (B)(6) 2008, the patient was found to have breast neoplasm (seriousness criterion medically significant). In 2009, the patient underwent tooth extraction ("dental problems teeth extraction"). In (B)(6) 2010, the patient experienced fatigue ("fatigue,"). In (B)(6) 2014, the patient experienced urinary incontinence ("bladder or urinary problems or changes leakage"). In (B)(6) 2016, the patient experienced seizure (seriousness criterion medically significant), headache ("headaches"), migraine ("migraines") and visual impairment ("vision/eye problems type: worsening vision"). In (B)(6) 2017, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced fibromyalgia ("other injury(ies) or complications please describe: fibromyalgia"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding") and infection ("infections"). The patient was treated with antibiotics and surgery (ablation-(B)(6) 2009 and she underwent abdominal hysterectomy and bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and urinary tract infection had resolved, the seizure, back pain and alopecia was resolving and the breast neoplasm, menstrual disorder, vaginal discharge, dysmenorrhoea, dyspareunia, headache, migraine, infection, fatigue, nausea, depression, anxiety, urinary incontinence, tooth extraction, visual impairment and fibromyalgia outcome was unknown. The reporter considered alopecia, anxiety, back pain, breast neoplasm, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, headache, infection, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, seizure, tooth extraction, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage and visual impairment to be related to essure (ess205). The reporter commented: need for additional surgery. Discrepancy to be noted in essure insertion date as (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: surgical pathology test: endocervical curetting, curettage: endocervical tissue with benign squamous metaplasia and ecto cervical squamous epithelium with mild acute inflammation. Negative for squamous dysplasia or malignancy. Endometrium, curetting: early proliferative endometrium. Negative for endometrial hyperplasia or malignancy. Fallopian tube, excision: fimbriated fallopian tube with benign paratubal cyst. Negative for malignancy. On (B)(6) 2017 pathology report: diagnosis: uterus, tubes and ovaries, resection: 1. Cervicitis, squamous metaplasia, cervix. 2. Secretory endometrium with hemorrhage. 3. Adenomyosis, myometrium. 4. Follicle cysts, corpora lutea, bilateral ovaries. 5. Foreign body reaction, fallopian tubes. Gross: the base of each tube has an embedded coil of silvery metal centrally. The fallopian tube base sections confirm intact fibromuscular walls with scant residual luminal epithelium. Foreign body reaction is observed within the lumina and muscularis layers. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraine, pelvic pain, menorrhagia, dysmenorrhea, vision problem, left breast tumor, vaginal bleeding, depression, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/pain'), menorrhagia ('abnormal bleeding menorrhagia'), seizure ('seizures,') and breast neoplasm ('tumor / teratoma / cancer type: left breast tumor') in an adult female patient who had essure (ess205) (batch no. 624000) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's medical history included breast cancer and malignant breast lump removal. Previously administered products included for birth control: provera in 2003. Concurrent conditions included endometriosis, hot flashes, dysfunctional uterine bleeding, pelvic congestion, ovarian chocolate cyst, fallopian tube cyst, smoker and restless leg syndrome. Family history included cancer (mother.). Concomitant products included buprenorphine hydrochloride;naloxone hydrochloride (suboxone) from 2017 to 2018, folic acid, gabapentin, gabapentin (neurontin) since 2013, levetiracetam (keppra) since (B)(6) 2016, promethazine, ropinirole and vitamin d nos (vitamin d). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea,"). In (B)(6) 2007, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea,"), depression ("psychological/psychiatric problems :depression,") and anxiety ("mental anguish"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)") and urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"). In (B)(6) 2008, the patient experienced back pain ("lower back pain"). In (B)(6) 2008, the patient was found to have breast neoplasm (seriousness criterion medically significant). In 2009, the patient underwent tooth extraction ("dental problems teeth extraction"). In (B)(6) 2010, the patient experienced fatigue ("fatigue,"). In (B)(6) 2014, the patient experienced urinary incontinence ("bladder or urinary problems or changes leakage"). In (B)(6) 2016, the patient experienced seizure (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches,") and visual impairment ("vision/eye problems type: worsening vision"). In (B)(6) 2017, the patient experienced alopecia ("hair loss"). In (B)(6) 2017, the patient experienced fibromyalgia ("other injury(ies) or complications please describe: fibromyalgia"). On an unknown date, the patient experienced infection ("infections") and menstrual disorder ("menstrual bleeding"). The patient was treated with antibiotics and surgery (ablation- (B)(6) 2009 and she underwent abdominal hysterectomy and bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and urinary tract infection had resolved, the seizure, back pain and alopecia was resolving and the breast neoplasm, infection, menstrual disorder, dysmenorrhoea, dyspareunia, fatigue, migraine, headache, nausea, depression, anxiety, vaginal discharge, urinary incontinence, tooth extraction, visual impairment and fibromyalgia outcome was unknown. The reporter considered alopecia, anxiety, back pain, breast neoplasm, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, headache, infection, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, seizure, tooth extraction, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage and visual impairment to be related to essure (ess205). The reporter commented: need for additioanl surgery. Surgical pathology test: endocervical curetting, curettage: endocervical tissue with benign squamous metaplasia and ecto cervical squamous epithelium with mild acute inflammation. Negative for squamous dysplasia or malignancy. Endometrium, curetting: early proliferative endometrium. Negative for endometrial hyperplasia or malignancy. Fallopian tube, excision: fimbriated fallopian tube with benign paratubal cyst. Negative for malignancy. (B)(6) 2017 pathology report: diagnosis: uterus, tubes and ovaries, resection: 1. Cervicitis, squamous metaplasia, cervix. 2. Secretory endometrium with hemorrhage. 3. Adenomyosis, myometrium. 4. Follicle cysts, corpora lutea, bilateral ovaries. 5. Foreign body reaction, fallopian tubes. Gross: the base of each tube has an embedded coil of silvery metal centrally. The fallopian tube base sections confirm intact fibromuscular walls with scant residual luminal epithelium. Foreign body reaction is observed within the lumina and muscularis layers. Discrepancy to be noted in essure insertion date as (B)(6) 2007 and (B)(6) 2007. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraine, pelvic pain, menorrhagia, dysmenorrhea, vision problem, left breast tumor, vaginal bleeding, depression, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome for event pelvic pain and urinary tract infection updated to recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.